Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: stent movement. Time of malfunction: during procedure. Symptoms/ae: intervention. It was reported that during the procedure to treat two lesions in the mildly tortuous iliac artery using two short stents, the lesions were pre-dilated using a fox plus dilatation catheter. The first self x stent delivery system was positioned at the target lesion and deployed; however, the stent moved slightly distal to the lesion. A second self x 8.0x92 stent was deployed to cover the distal and proximal lesions. No adverse patient sequela was reported. Though requested, no additional information was provided.